Event description:
It was reported during procedure to treat a lesion in the common iliac artery using assurant cobalt device, the physician noted the stent dislodged from the delivery system during delivery to the target lesion. The device was inspected and prepped prior to use with no issue reported. No other information is available; however, no patient injury was reported.

Manufacturer narrative:
Evaluation, results: inherent risk to procedure (stent dislodgment); no results available since no evaluation performed; (based on the information available no root cause can be determined). Conclusion: unable to confirm complaint; (based on the information available no root cause can be determined); known inherent risk of procedure (stent dislodgment). (B)(4).